Event description:
Received info that the customer's pump shut down unexpectedly and was unresponsive. Reportedly, there was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected the be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.